Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction bolus via the pump. It was reported that the pump touchscreen appeared dimmer than usual. Reportedly, customer continued to use the pump for insulin therapy. It was also reported that a cartridge did not fit onto the pump. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.